Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: ticket stated " touch screen wont work" cleaned and attempted to run an infusion pump test. Touch screen was malfunctioning causing it to be unable to run test. Patient status unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.